Event description:
It was reported that this right ventricular (rv) lead's automatic threshold test failed due to low amplitudes. Additionally, the rv lead's impedance dropped. It was determined that the lead dislodged. The lead was revised. No additional adverse patient effects were reported.